Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel vs. Vitros and I-stat. Pt was diagnosed with copd and chf. As of (B)(6) 2013, the pt is still at the hospital. Pt came to emergency room at 11:00 on (B)(6) 2013 (presentation or symptoms unk). Drawn at 11:30; green-top ran vitros only: tni = 0.113. Pt was admitted, re-drawn on (B)(6) 2013, at 14:00: triage = <0.05, vitros = 0.138, I-state = 0.2. Pt re-drawn: (B)(6) 2013, 20:00: triage = <0.05, vitros = 0.143, I-stat = 0.16. Although the information was submitted to us on the actual triage device print-outs shows that the triage test was not run until (B)(6) 2013, the customer is adamant that the triage testing was done at the same time as vitros (at 20:00, (B)(6) 2013). Triage ranges: 0.00 - 0.390 (negative), >0.400 (positive). Vitros ranges: 0.00 - 0.033 (negative), >0.034 (positive). I-stat ranges: unk (caller did not know). Customer stated that triage and I-stat testing was not done immediately, performed instead on (B)(6) 2013, to see if samples correlates with (B)(6) 2013 results of edta samples that had been refrigerated since drawn. Samples re-ran at same time on vitros, same results replicated as what were seen on original testing on (B)(6) 2013 to two decimals (exact results were not provided by customer). Green-top tube from draw at 20:00 (B)(6) 2013 was also pulled from the refrigerator and re-ran on (B)(6) 2013 on triage meter, <0.05 tni replicated again. In addition, on (B)(6) 2013, the customer re-ran pt's refrigerated samples from (B)(6) 2013, 20:00 draw on triage only using new lot triage cardiac devices (lot number w53016); again rendered <0.05 tni. Customer also run full cardiac panels; however, the customer did not provide results but stated that ckmb and myo results correlated on triage/vitros/I-stat.

Manufacturer narrative:
Device lot w51507: reportedly, customer stated that they refrigerated the sample on (B)(6) 2013 and ran it on (B)(6) 2013. This is not correct storage procedure and can cause sample degradation. No discrepant low tni results were observed with in-house testing of cal h and spiked whole blood on complaint lot w51507. Elevated tni values were observed on all reps of testing as expected. No error codes were observed during testing. No sample was returned for testing, sample interference cannot be ruled out. As of (B)(6) 2013, this is the only complaint against w51507. No discrepancies were observed, product performed as expected. Device lot w51507 expired on (B)(6) 2013. No corrective action is required at this time as no product deficiency was established. Device lot w53016: customer stated they refrigerated the sample on (B)(6) 2013 and ran it on (B)(6) 2013. This is not correct storage procedure and can cause sample degradation. No discrepant low tni results were observed with in-house testing of cal h and spiked whole blood on complaint lot w53016. Elevated tni values were observed on all reps of testing as expected. Two error codes were observed during testing. No sample was returned for testing, sample interference cannot be ruled out. As of (B)(6) 2013, there are three complaints against device lot w53016. No discrepancies were observed, product performed as expected. No corrective action is required at this time as no product deficiency was established.